Event description:
A (B)(6) old male patient contacted zoll customer support to report that his battery charger fault light was blinking when he inserted both of his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon eval, the charger had component malfunctions on q1, d3, d13, and d14. The cause for defective d4, d13 and d14 was likely the result of the defective q1 as it is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger.